Manufacturer narrative:
Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the er320 device was returned in good condition with a clip jammed between the jaws and the top shroud. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and the clip got stuck between the top shroud and the jaws; the clip was removed and the remaining clips were fed and formed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the clip jamming. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.